Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a fistula in a 80% stenosed, moderately tortuous right arm. The 6.0mmx40mmx80cm armada 35 balloon dilatation catheter (bdc) was prepped prior to use with no issue or leak noted. The armada 35 bdc was successfully advanced to the lesion; however, the bdc could not be inflated and contrast was noted to be leaking near the hub area, and the bdc was removed without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 6.0mmx40mmx80cm armada 35 bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. There is no indication that a wider population of product is affected, further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.